Event description:
I am at (B)(6) hospital and they just had a hamilton-c6 go into standby on its own, with no alarm, and it caused the patient to become bradycardic almost to the point of coding. The s/n is (B)(6). They also told me that this happened last week with a hamilton-g5 and they are currently working on getting that s/n for me so I can take a look at that.